Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: the display screen was discolored with a pinkish contrast. Unrelated to the display complaint, there was a crack near the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reporter stated that the display screen was discolored. Per reporter, the display screen was red, yellow and white and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.